Manufacturer narrative:
Date sent to FDA: 08/28/2020. H6 patient code: 3189 - surgical intervention.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent revision surgery on 7/9/2018. It was reported that following the procedure the patient experienced hernia recurrence, adhesion and pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.